Event description:
A nurse reported the tip was obstructed and was not aspirating during a cataract with intraocular lens implant procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
One opened I/a tip in a tip wrench in a blister labeled (B)(4), lot# 978900m was received for the report of a tip that was obstructed and it was not aspiring during cataract procedure. It also stated that this was the first use of the product. The sample was inspected per facility procedure apdsop-(B)(4) and was determined to be visually nonconforming. The threads were damaged and the aspirating tip was deformed. A water flow check could not be performed due to the condition the sample. For this complaint file, the final customer lot was identified as sterile lot 978900m. A review of the device history record (DHR) for the reported lot number has been performed; no anomalies were found. The product was released in accordance with all product acceptance criteria. The lot complaint history was reviewed; this is the first complaint for the reported lot number and the first for the reported event. The evaluation of the returned sample confirms the claim of an aspirating tip obstruction. The root cause for the nonconformity of this returned sample is consistent with the visual appearance of a device that has been steam sterilized. This product is a single-use device and is not intended to be resterilized per the instructions in the directions for use. Additionally, the evaluation does confirm the tip threads were broken. The visual inspection indicates the most probable source of the breakage was due to an excessive force in tightening the tip into the handpiece. The remaining hub ribs show a spiraling shape where they were twisted from the threaded section that mates with the handpiece. The facility manufacturing process of installing tips to handpieces uses a torque specification of 8 +/- 2 inch-ounces of torque. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified as sterile lot 978900m. A review of the device history record (DHR) for the reported lot number has been performed; no anomalies were found. The product was released according to the product acceptance criteria. The lot complaint history was reviewed; this is the first complaint for the reported lot number and the first for the reported event. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to company's acceptance criteria, the root cause for the defects experienced by the customer cannot be determined. (B)(4).